Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient wanted to know if it is possible for someone to control their implant from elsewhere. They stated that since having the implant replaced in july, they believe someone may be adjusting their settings remotely. Two days ago, they went to the bathroom and started to have bad tremors, their vision was blurred, felt sick to their stomach, and had trouble speaking. They also stated that they could feel the stimulation in their feet and toes. This has happened a couple of times since having the implant in july. They were redirected to their healthcare provider (hcp) to further address the issue.